Manufacturer narrative:
Additional information was added to h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified pump was alarming for the presence of air in the line of a clearlink y-type blood/solution set with standard blood filter. When installed in the infusion pump, the device consistently triggered air-in-line alarms despite no air bubbles being present. This issue occurred during setup prior to patient use. There was no patient involvement. No additional information is available.